Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right ventricular (rv) lead exhibited noise. Programming changes to doo pacing mode were done; the rv lead remained implanted. No patient consequences were reported.